Event description:
Patient had heart valve replacement surgery. The swan ganz catheter was floated into the pulmonary artery without incident. Two hours later, the physician turned over the heart and noted a hole in the right ventricle. The catheter was noted to have a crease in the catheter body. The hole was repaired without incident. The physician noted that the patient had a small heart. No patient complications reported.

Manufacturer narrative:
We received one 774hf75 catheter with 1 terumo 3ml non limited volume syringe for examination. The catheter appeared to have been cut in half (clean sharp edges) at the 50cm marker. The two sections of the catheter match with no missing pieces. The thermistor wire, thermal filament wire and the kevlar and optic fibers at the cut location all appear to have been cut. All thru-lumens are patent and the remainder of the catheter body did not appear damaged. There are no kinks or indentations. Visual examination of the thermal filament and cover found no abnormalities. The catheter tip and balloon latex are in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.